Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve. During the procedure, the first valve was implanted slightly low which resulted in severe paravalvular leak (pvl). A viv was performed with the second valve implanted higher resolving the pvl. The patient had a right bundle branch block prior to procedure with high risk of requiring pacemaker afterwards. The patient received temporary pacing and later the patient received a permanent pacemaker. The patient final outcome was good.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition and paravalvular leak were unable to be confirmed as relevant imagery/medical record was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. As reported, ''during procedure, first valve was implanted slightly low which resulted in severe pvl, a second valve was implanted inside first valve, the second valve was implanted higher with a great outcome.'' Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple factors that contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Review of follow up responses revealed that the perceived root cause of the valve malposition was 'low deployment, too ventricular'. It is possible that in this case the valve was improperly positioning before the deployment. As such, available information suggests procedural factors (improper positioning before deployment) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with the tavr procedure. In this case, the valve was malpositioned (implanted too ventricular), which can impact the proper sealing of the valve skirt and the annulus. As such, available information suggests procedural factors (thv malposition) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor pra is required. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in an edwards' technical summary ''clinical technical summary for complaints-conduction disturbances/ heart block'', atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness,' pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), heart block is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.